Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient for suturing". The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose. Upon functional testing, the first firing attempt resulted an unformed staple releasing. On the second firing attempt, another unformed staple released. Proper functional inspection could not be performed due to the severe misalignment of the staples. The stapler was disassembled, and it was observed that the saddle spring was attached to the incorrect component. It was attached to the shuttle, rather than the pusher. A device history record review was performed, and no relevant findings were identified. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in". A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient for suturing". The patient's current condition is reported as "unknown".